Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that after priming the ophthalmic system vacuum and cutter were not functioning, and the light-emitting diode graphical user interface displayed and as operational, but the system was not working. During fluid-air exchange, the air supply initially failed and was restored by increasing the pressure from 30 mmhg to 45 mmhg, then stabilized at 30 mmhg. The diathermy remained active for a few seconds after the foot pedal was released. The eye was stabilized, the system was restarted and re-primed, after which all functions resumed. The procedure details and patient impact have not been provided. Additional information has been requested and none received till date. This report pertains to the ophthalmic system involved in this reported event.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported issues. There were three (3) items replaced: the ultrasound (u/s) module was replaced to address the vacuum cutter issue, the foot controller and the pneumatics module were both replaced to address the fluid air exchange (fax) issues. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to the ultrasound (u/s) module, the foot controller, and the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.